Manufacturer narrative:
1. The customer returns 4 photos and 10 actual samples. 1-the photos show that there are foreign matters attached to the surface and root of the needles. The batch code is 4109450. 2-the actual samples show that the batch code of 5 samples is 3086949, and the batch code of the other 5 samples is 4109450. Among the 10 samples, the unit package of 3 samples have been opened and foreign matters are gathered at the root of the needles, while the unit package of 7 samples have not been opened and foreign matters are attached to the surface of some needles. 2. DHR/bhr review lot#4109450. 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no foreign matter is found on the surface of the needles. 4. Cause analysis: 1-according to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone. The needles of the intima ii products are lubricated with 1502c lubricant, forming a dense layer on the surface of the needle for penetration. Bd's materials laboratory in the united states conducted a normative test on the silicone used in the product process, and the test results showed that the silicone was a lubricant for medical device products, which met the requirements of relevant iso and FDA standards. 2-before puncture, push and pull the needle up and down for many times, which will cause silicone to accumulate at the root of the needle. The IFU of the product indicates that before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 5. After the needles are lubricated, the excess silicone is removed by blowing. The plant will require the blowing pressure to be increased (within the parameters) to reduce the adhesion of silicone on the needle surface. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1-there are no abnormalities in the product process, no material and process changes, and no similar complaints have been received from other hospitals for this batch of products. 2-the returned photos and samples show that foreign matters are attached to the surface of some needles and gathered at the root of some needles; according to intima ii production process analysis, the foreign matters are the precipitate of lubricant - silicone, a lubricant for medical products, which meets the requirements of relevant iso and FDA standards; the plant will require to increase the blowing pressure after needle lubrication to reduce the adhesion of silicone on the surface of the needle; another suggestion: before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion, and do not push and pull the needle up and down to avoid accumulation of silicone and needle through catheter.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc hp foreign matter this product is experiencing glue spillage at the root of the piercing needle during use; affected quantity 6 pcs, sample can return 1 pc, with photos provided; green claims are required, complaint reply letter is required (rubber spillage needs to be reasonably explained, need to write down the reason and whether there is any impact), complaint acceptance letter is required

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.